Event description:
Allegedly revised due to failed right total hip arthroplasty.

Manufacturer narrative:
Conclusion: no failure detected and product within specification. The complaint was reviewed and analysis showed no trend for item/lot. The surgical notes were reviewed also. The product was not returned. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This is the same event as 1043534-2012-00880.